Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary, method code, result code, conclusion code: updated. Device evaluated by manufacturer: the complaint device was returned for analysis and there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There were no irregularities in the balloon material and there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. This 6.0 x 60/135 (4f) sterling mr balloon catheter was advanced and inflated twice. The first inflation was inflated to 8atms and upon the second inflation the balloon ruptured at 14atms. The procedure was continued with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. This 6.0 x 60/135 (4f) sterling mr balloon catheter was advanced and inflated twice. The first inflation was inflated to 8atms and upon the second inflation the balloon ruptured at 14atms. The procedure was continued with a different device. No patient complications were reported and the patient's status is stable.